Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that they have been having tinnitus in their ears 24/7 that they described as "significant buzzing" in their ears. The patient added that they have also had pulsating in their head and body, which made them feel like they were overstimulated. The patient stated that these symptoms "really ramped up" last evening. The patient denied having any falls prior to this event, but they did mentioned that got a couple of lyme tick bites. The patient did not know if their symptoms were related to the dbs/therapy or the lyme tick bites. The patient mentioned that their primary care provider (pcp) gave them a one-day dose of antibiotics for the lyme tick bites, and were advised to follow up with their pcp if they were still having symptoms. Agent asked if the patient was experiencing the tinnitus and pulsating in their head and body after they got the lyme tick bites, but the patient's response was unclear. The patient changed groups (they have 4 groups), but none of them made a difference. The patient also turned therapy off for 50 minutes, but noticed no difference in their symptoms. The patient noted that their tremors did not return when therapy was turned off, which was what they expected to happen. The patient mentioned that their tremors were "seizure-like" before they had the dbs implanted, so they felt like they should have had tremors when therapy was turned off. At the time of the call, therapy was turned on. The patient wanted agent to walk them through turning therapy off just to make sure they were doing it correctly. Thus, during the call, the patient turned therapy off and still felt no change in the tinnitus or pulsating symptoms, and still had no signs of tremors.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the consumer that the symptoms, including pulsating and overstimulation, was not related to the device or therapy. The cause of the symptoms and overstimulation were not determined. It was stated that physical therapy has helped.